Event description:
It was reported that while the surgeon was using the axsos targeting system, the drill bit broke. It was reported that the drill bit tip was left in patient.

Manufacturer narrative:
The reported event that calibrated drill bit ø2.5mm x 285mm, ao was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by possible inadequate angulation during drilling or hard bone structure. The device inspection revealed the following: the drill shafts on both returned drill bits are actually bent / deformed, the broken surfaces are homogenous though. Nevertheless these characteristics clearly indicate far too much mechanical force had been used during drilling (possible hard bone or inadequate angulation) which resulted in the breakage of the tips (overload beyond its calculated capability). We also understand that this is rather a long drill bit, whereas leverage come into equation. Unfortunately no further details were made available. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while the surgeon was using the axsos targeting system, the drill bit broke. It was reported that the drill bit tip was left in patient.